Event description:
It was reported that while the patient was having an MRI on (B)(6) 2012, they experienced altered sensations. Patient stated during the MRI "it heated up my whole abdomen." The MRI was stopped prior to contrast injection. The patient had significant weight loss (70lb) since having the pump implanted and stated that "the pump sticks out way more." There was a possibility of another MRI in the future. Reporter was unable to provide exact medications in the pump, but indicated "there is more than one." Additional information has been requested, however, was not yet available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).